Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please clarify how much blood was lost (ml)? Did the patient require a transfusion?

Event description:
It was reported that during an unknown procedure, after firing the device, noted that staples were malformed with irregular shapes and the anastomotic site was oozing. Suture was used to oversew. There was no patient consequence. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # p56h9p. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage, with the breakaway washer uncut, without marks and there were no staples present. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The ancillary trocar was received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.